Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had been experiencing high blood glucose incidents over the past few months. Her blood glucose would be in the 250 mg/dl range all the way up to the 600 mg/dl range. The patient treated via manual insulin injection. Troubleshooting was not completed since the customer stated that the insulin pump was working fine. The insulin pump was not returned for analysis.